Manufacturer narrative:
The t:slim g4 cartridge user guide states: make sure that insulin is at room temperature before use. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that air bubbles were noted in the patient infusion tubing. The customer reported elevated blood glucose (bg) levels which they attributed to a herniated disc; however, no specific bg value was provided. A pump bolus was delivered to address bg levels. The customer attempted to prime air bubbles by filling the tubing with (B)(4) units of cold insulin, but was unsuccessful. It was recommended that the customer change supplies. The customer acknowledged.